Event description:
The customer stated that she was hospitalized for high blood glucose levels over 500 mg/dl last week. No date was provided. The customer did not want to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.